Manufacturer narrative:
Additional manufacturing date: 02/03/2011. At the time of release to warehouse the parts met specifications. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. This report is for devices with the same lot and part number.

Event description:
A device report from synthes (B)(4) reports an event in (B)(6) as follows: the ab distractor body does not distract as well as it should. Distractor needs more than one and a half turns to activate 1mm. Also, it does not hold the distracted length, relapsing, between each activation. Surgeon noted it causes clinical problems: more x-rays, medical consultations, more pain during distraction phase and a second surgery must be anticipated. Surgeon states he will have to implant plate fixation bilatery. This is 3 of 4 reports for this event for (B)(4).

Manufacturer narrative:
Additional evaluation reported: articles were forwarded to responsible product development center for evaluation. The evaluation of the distractor bodies and screws show no defects. The reported issue, it is necessary for more than one and a half turns to activate 1mm, could not be confirmed. The soft tissue was forwarded to an external institute, approved third party for a histological analysis. This analysis concludes: two areas of soft tissue, representing arrays of collagenous connective tissue with elements of vascular inflammation typically found in these areas, are not indicative of either a chronic or acute bacterial form. In any case, leucocytes and especially granulocytes are almost completely absent. The black spots and accumulation are almost certainly abraded material, but it has not triggered any giant cell reaction. Observation at a collagenous connective tissue area that contains abundant titanium abrasion does not exhibit any signs of infection. There is no product failure detected and no foreign body reaction.(B)(4)